Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is the patient's condition. The patient is osteoporotic and had fallen which likely resulted in the implant being displaced partially into the neuroforamen. Additionally, per the surgical technique manual, the surgeon is instructed as follows: "prior to closure, always obtain final fluoroscopic images in the lateral, inlet, and outlet views to confirm no cortical wall breach, foramen breach, or other malposition."

Event description:
The patient is osteoporotic and has had a previous lumbar fusion. In (B)(6) 2020, the patient had left side si joint arthrodesis where three implants were installed. The patient did well initially before complaining of radicular pain after a fall in (B)(6) 2021. The surgeon determined that the superior positioned implant had shifted after the fall and had breached the neuroforamen causing radicular pain. In (B)(6) 2021, the surgeon performed a revision procedure where he removed the superior positioned implant with chisels as it was solidly fixed in bone. Bone wax was placed in the explant void. No other preexisting implants were adjusted or removed. The patient's radicular pain symptoms resolved following the revision procedure.